Manufacturer narrative:
(B)(4). The lot was manufactured from 09/15/2011 to 09/16/2011. The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor overinfused. This occurred after the device was filled by a pharmacist and during subcutaneous patient infusion of 5 ml of oxycodone hydrochloride hydrate (non-baxter product) and 55 ml of saline (non-baxter product), at the patient's home. The expected infusion time was 5 days; however, the infusion ended in 24 hours. A patient control module (pcm) was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A patient control module (pcm) was returned attached to the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow rate test was performed on the infusor. The results of this test were found to be within the specification range. The pcm was functionally tested and was also found to be within specification. Finally, the flow rate test was performed with the pcm attached to the infusor. The results of this test were found to be within specification. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.